Event description:
It was reported that, after primary journey uni was implanted 12 years ago, the patient experienced progression of disease and pain. This adverse event was treated by revising the implant with a competitor device on (B)(6) 2022. It was found that the journey uni tib base was broken despite poly still being fully intact. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that it was communicated that the requested clinical documentation/information was not available. Reportedly, the root cause of the revision was disease progression and pain; however, the tibial baseplate was found fractured. Without the requested documentation, the clinical root cause of the reported events could not be further assessed. The reported disease progression over the 12 years in-vivo would not be an unanticipated occurrence and is not indicative of any component malperformance. The patient impact beyond the reported pain, revision and finding of a fractured tibial baseplate could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that fracture of implant components has been identified as a possible adverse effect as result of trauma, strenuous activity, improper alignment or duration of service. The patient should be warned that the device does not replace normal healthy bone, and that the implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be broken into two pieces, rendering the device inoperative. The device shows signs of prolonged use. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, a revision/conversion to tka was performed approximately 12 years post implantation due to disease progression and pain. It was reported that ¿the tibial baseplate was found to be broken despite poly still being fully intact¿. It was communicated that the requested clinical documentation/information was not available. Reportedly, the root cause of the revision was disease progression and pain; however, the tibial baseplate was found fractured. Without the requested documentation, the clinical root cause of the reported events could not be further assessed. The reported disease progression over the 12 years in-vivo would not be an unanticipated occurrence and is not indicative of any component malperformance. The patient impact beyond the reported pain, revision and finding of a fractured tibial baseplate could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.